Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plunger does not fully move. It also shows motor rate error and does not pass the calibration process. There was no reported patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was he plunger does not fully move. It also shows motor rate error and does not pass the calibration process. This is verified and plunger is not fully move because, plunger cable is stuck. Motor rate error alarm found from alarm history. Change the motor and main pcb. Motor sensor did not measure the correct rotation rate for the stepper motor. Sensor (on main pcb board u29) may have failed review of event log found motor rate error found from history. Review of service history found no service within the last 12 months. The probable cause of the reported problem main board, motor.